Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the breath delivery (bd) printed circuit board (pcb) and installed the latest software. The ventilator then passed all testing.

Event description:
It was reported that a ventilator generated an error message that rendered it into an inoperable state. There was no report of patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.